Event description:
The customer called with concerns that her insulin pump may be over delivering insulin. The customer stated that she has had to disconnect from the insulin pump several times due to getting too much insulin. The customer declined troubleshooting, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.